Event description:
Information received from the field does not address the patient's clinical status but notes that during the implant procedure when the device was placed in the pocket, no pacing spikes were seen on the surface ECG and there was no capture. Interrogation revealed >2500 ohms lead impedance. The lead connections were found to be tight and after dis- connection from the generator, the leads tested normal. Therefore, a new pulse generator was placed.